Manufacturer narrative:
Upon visual inspection of this screw, it was found that the threads were fractured off and the internal hex is damaged. The review of the device history records did not provide any indication of a manufacturing deviation that would cause this condition.as part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The dentist reported that the screw fractured in two pieces.